Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 and 4 alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin # 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure and motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 194 mg/dl. The customer was able to clear the alarm. Alarm occurred for the second time. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.